Event description:
It was reported that a novum iq syringe pump did not infuse the antibiotic completely. The pump did not alarm; however, the pump showed that it was infusing. This was noticed when the device was checked by the nurse during patient infusion, close to the time a flush was due. When the nurse checked the actual syringe, no antibiotic had been given besides the 0.8ml that was usually put into the medication line before using the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.